Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.